Manufacturer narrative:
(B)(4). Medical product: vngd ps+ tib brg 12x79/83mm catalog # 183762 lot # unknown, vngd ps open intl fem rt 70 catalog # 183112 lot # unknown, series a pat thin 37x8.6 3 peg catalog # 184788 lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient had a fall and was treated with an open reduction internal fixation of the right tibial prosthesis.